Manufacturer narrative:
(B)(4);the local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that shock impedance measurements for this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead steadily increased from 50 ohms at implant, to high out of range measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.